Event description:
During an in-clinic follow-up, episodes of noise resulting in oversensing were observed on the right ventricular (rv) lead. The noise could be reproduced via provocative testing. Rv lead damage was suspected, but could not be confirmed. The device was reprogrammed to resolve the event. The patient was in stable condition.